Event description:
The patient presented to the physician with skin atrophy at the chest incision site. The sense lead body was also protruding over the ipg exposing the patient to a potential risk of erosion. The physician brought the patient into the or, opened the chest incision, repositioned and tucked the sense lead behind the ipg, and closed.